Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was in the 400s mg/dl; cause was not known. Ketone level was high. Insulin injections and a bolus were used to address bg. Customer was treated in the emergency room (ER) with an intravenous "treatment" and insulin injections. After a day, the customer was discharged from the ER with the doctor's recommendation to adjust the pump settings.